Manufacturer narrative:
(B)(4). The complaint rt241 breathing circuit was returned to fisher & paykel healthcare (fph) ((B)(4)) for testing. The following components were returned to fisher & paykel healthcare for evaluation: fisher & paykel healthcare rt241 adult heated breathing circuit kit (connector missing); fisher & paykel healthcare mr290v autofeed humidification chamber (lot number 101221, date of manufacture 21 december 2010); fisher & paykel healthcare rt019 filter (connected to the rt241 dry line); fisher & paykel healthcare opt844 optiflow nasal cannula (connected to the rt241 circuit). Method: the hospital reported that a water bag that was on a setup which included the rt241 breathing circuit inflated. In order for a water bag to inflate, there must be an occlusion in the system which diverts the flow from the patient to the water bag. For this reason, the returned rt241 breathing circuit and associated components were visually inspected for occlusions. Results: no occlusions or other damage was found in the rt241 breathing circuit or other returned components. Conclusion: no fault was found with the complaint devices as the rt241 breathing circuit and other returned components showed no signs of occlusion or damage. The reported fault could not be confirmed nor could the root cause of the reported fault be determined. However it is possible that a temporary occlusion in the system resulted in the reported inflation. Temporary occlusions may be caused by a number of factors, for example if an object is placed on the tubing during the process of changing the water bag or if the patient grips the tubing of the interface. All circuits and humidification chambers are pressure tested before they are allowed to leave the production line and any devices that fail are rejected. This suggests that any occlusion that may have caused the water bag to inflate developed post-production. The rt241 circuit kit user instructions state the following: before connecting to a patient, check for adequate gas flow.

Manufacturer narrative:
(B)(4). The complaint device has been received by fisher & paykel healthcare (B)(4) for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that a bag of sterile water had inflated. The waterbag was being used in a setup which included the fisher & paykel healthcare rt241 breathing circuit. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that a bag of sterile water had inflated. The waterbag was being used in a setup which included the fisher & paykel healthcare rt241 breathing circuit. No patient consequence was reported.